Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event, treatment details, action taken with dianeal therapy, and patient recovery status were not reported. Nine days after admission, the patient was discharged from the hospital. No additional information is available.